Event description:
The customer reported that during a laparoscopic right hemicolectomy procedure when the device was returned to the instrument table, the doctor noted the spatula tip was bent and broken. It was confirmed that nothing fell into the pt cavity.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The incident device has been received and is under eval . When the device eval is complete a follow-up report will be submitted.